Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an irrigation leak occurred. A intellanav mifi open- irrigated ablation catheter was selected for an left atrial flutter procedure. During the procedure the irrigation tubing at the base of the catheter handle had a leak making ablation impossible. The procedure was completed with another catheter with no patient complications were reported.